Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records for amds5540-es, lot: c2460019h (finished goods) and c2459423a (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion complaint manager on 24mar2025 (study team was aware as of 26jun2024) associated with a patient residing in the (B)(6) and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event ¿unlikely¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient: (B)(6) was a 63-year-old male at time of procedure who had an amds 40-40 (serial#/lot#: (B)(6) implanted on (B)(6) 2024 at the (B)(6) hospital, located at (B)(6). The responsible investigator for the amds study is mr. (B)(6). Adverse event#: 1 reported in complaint case (B)(4) states a ¿stroke¿ occurred in patient: (B)(6). The ae report states, ¿patient had right sided monoparesis and right facial palsy, CT brain showed subtle ischemic changes seen scattered throughout the periphery of the left frontal lobe. Consistent with acute infarctions¿. The event onset start date was 22feb2024 and is reported as ongoing. The ae report indicates relation to the event as ¿unlikely¿ related to both the amds device and implant procedure. The reported event led to a serious deterioration in health that resulted in ¿in-patient hospitalization or prolonged existing hospitalization¿ the patient was hospitalized due to the event but was already in the hospital with a discharge date on (B)(6) 2024. The patient received medical treatment for the event. It is important to note that the amds device was not removed. Additional core lab imaging evaluation was provided by the protect study team, which showed subtle ischemic changes seen scattered throughout the periphery of the left frontal lobe- consistent with acute infarctions. The patient reportedly started on the following concomitant medication on (B)(6) 2024: factor xa-inhibitors (anticoagulant) at 60mg, once per day (qd) orally (po), which is ongoing. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. However, the investigator stated the events are unlikely related to the device and procedure. Of note, ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy); pulmonary complication (e.g. Edema, embolism, pneumonia, respiratory failure); and cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed in the instructions for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history record confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There were no ncrs or tdos associated with the lots: c2460019h (finished goods) and c2459423a (sterile sub-assembly). An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025 for the protect study patient ((B)(6)) that experienced a stroke on (B)(6) 2024. The patient had right sided monoparesis and right facial palsy. CT showed subtle ischemic changes seen scattered throughout the periphery of the left frontal lobe, consistent with acute infarctions.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.